Manufacturer narrative:
H4: device manufacture date : may 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter (pm) was found in a exactamix inlet tubing. The issue was identified in the pharmacy. There was no patient involvement. No additional information is available.